Manufacturer narrative:
The batch/lot number of the device was received on 20 january 2024. Therefore, manufacturing and inspection records were reviewed, and no anomalies were noted. The device still has not be received for evaluation. Based on the information received and the investigation performed, the root cause could not be determined. Corrected data: type of investigation code (annex b) updated to 3331.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported the 80-0999 ratcheting t-handle a/o & tri-lobe qr "disintegrated with the ball bearings everywhere". Attempts to obtain further information regarding this event (event date, if this occurred during a procedure, patient impact, etc.) Have been unsuccessful. No further information is available.